Manufacturer narrative:
Evaluated 1 open/used reservoir, performed pre-fill reservoir test per dop114-811 and es9041. Found transfer guard¿s needle occluded. Unable to pre-fill and confirm customer complaint.

Event description:
The customer reported via phone call that the reservoir had leaking. The customer¿s blood glucose level was unknown. Customer stated that the leak occurred when she was drawing into the reservoir. Customer stated that the location of the leak during a set change. Customer stated that there was not a leak present. Troubleshooting was performed. The reservoir will be returned for analysis.